Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. The customer was advised to reach out if the malfunction reappeared, which they acknowledged and understood.